Manufacturer narrative:
D1-d4 updated; g4 updated; h4 updated; b3 updated; h5 corrected; h8 corrected. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a wrong label used in the supplied luer systems boxes ¿ the label designated the content as male nrfit connection. The contents of the boxes are the desired luer connection, but the item name is incorrect. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received 6/25/2025. H3/h6: product was received for evaluation. The reported issue was that the package contained in the shipping box did not match the shipping box label. The investigation was not able to confirm the complaint allegation. Defects were not found during the inspection in the part number in the pouch against the samples inside. Reported problem was not confirmed since the device inside of the pouch corresponded to the part number printed. This failure was not generated during the manufacturing process.